Event description:
Procedure: radiofrequency ablation. Sex: unk. Reportedly, during preparation for surgery, water leaked from the instrument. Opened a ct2030 needle and the procedure was completed properly. There was not report of patient injury or impact.